Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a left tcar procedure, the patient had an embolic stroke. The patient was aphasic and unable to move her right arm. Symptoms lasted longer than 24 hours. Magnetic resonance imaging (MRI) revealed a new left middle cerebral artery (mca) territory infarct. No surgical intervention was performed or planned at the time of the report.